Event description:
The patient received the scs system on (B)(6) 2007. It has been reported, the patient was without stimulation as the patient's ipg had stopped communicating with the patient programmer and the charging system. In order to resolve the issue a surgical intervention was undertaken. The physician explanted the patient's ipg and replaced it with a different model ipg. No further patient complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.